Event description:
Consumer reports meter is not accurate, reading very erratic. Analysis run on clark error grid using mean avg reading (52) as ref. Point vs. Bd readings (22, 82) yielded data point in the d range of the grid, outside acceptable limits.